Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. The following sections were corrected: device product code: jey corrected to hrs. PMA/510(k) number: k121589 corrected to k142823. (B)(4).

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The device history records were reviewed in the evaluation and no non-conformances were found. The driver was visually evaluated and shows signs of normal use. The driver was functionally tested and could not insert the screw. The driver bends when attempting to insert the screw. The complaint was confirmed as the driver cannot insert a screw as intended. The most likely underlying cause of the complaint was determined to be excessive torque applied to the driver. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00596-3.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00596 and 0001032347-2016-00596-1.

Event description:
It was reported that during a ribfix procedure, two crontra-angle screwdrivers locked up during use. The procedure was completed with another driver. It is reported that there was no delay over thirty minutes and no injury to the patient.